Event description:
During shoulder arthroscopic procedure, the arthrex arthroscopy pump was utilized. It was set up per manufacturer recommendations. Approximately 10 minutes into the procedure, the pressure alarm sounded. (Pressure was set at 35 mmhg with as high as 50mmhg recommended). Surgeon noted operative shoulder appeared to be absorbing fluid in localized area and into axilla. Tubing was checked and pump restarted several times for only brief moments before machine would cycle off. Tubing was totally switched over for new tubing per manufacturer recommendations. New tubing appeared to resolve problem. Arthroscopic procedure was finally aborted after about 10 minutes because of fluid extravasation,(consent was for arthroscopic and open shoulder). Procedure then was completed without further incident. Md examined pt post op and noted that retained fluid was resolving. Pt to pacu in stable condition.